Manufacturer narrative:
(B)(4). Date sent 1/21/2026. D4 batch # unk. A video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: local rep confirmed that the case was converted to thoracotomy and an additional stapler was used to fire laterally to the defect created. Surgeon says they did not see any staples deployed in the surgical field. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a wedge resection procedure the stapler was fired with a green reload. Staples did not deploy but the knife blade fully transected the tissue. Unknown amount of blood loss. Unknown additional time spent in the hospital.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2026. Additional information was requested, and the following was obtained: what was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Issued occurred during first fire of the stapler across lul lingula/anterior segment at least 250cc blood loss but surgeon was able to act quickly, surgical team made preparations to open thoracotomy. Surgeon held pressure, threw sutures, and re-stapled the lung. Massive transfusion protocol was activated, patient did not require transfusion. Were the staples the appropriate b-shape form? No staples were deployed into tissue. Staples remained in reload.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch #921c39. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, video was provided and they showed a piece of tissue with a staple line along the lower edge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 921c39, and no non-conformances were identified.